Event description:
It was reported that there was a patient alert and a lead integrity alert. The right ventricular lead had an abrupt increase in impedance, numerous non-sustained ventricular tachycardia episodes, 4 aborted ventricular fibrillation episodes, and short interval counters. The lead was capped and replaced. There were no reported patient complications as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.